Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 6 and all pockets were failed. The customer stated that this malfunction occurred while issuing medication to patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 and all pockets were failed. A field service engineer found that the station was up with failure icon present. Rebooted and reseated connectors on full height drawer 6. Replaced drawer controller board and customer inventoried the medications. The system functioned as intended after the field service engineer repaired the device.